Manufacturer narrative:
Additional information: a lot number was provided with returned samples on 04/07/2017. The information for the lot number is as follows: medical device lot #: 3206409, medical device expiration date: 07/31/2018, device manufacture date: 07/25/2013. Device investigation: results: one used syringe was returned for evaluation. A visual inspection revealed that the thumb press was fully pressed which was indicative that the needle would mostly likely have retracted properly. Further visual evaluation observed that the needle has fully retraced as per the intended use and there was no evidence that needle broke in patient. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 3206409. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4).

Event description:
It was reported that the needle broke off in the injection site after delivery of the medication. The customer reports he always injects then re-shields. Following this injection the needle was missing. The customer was not aware he was using a retracting syringe. The customer called the doctor who advised him to go to the emergency department. The ed doctor performed an x-ray which did not show any needle in the site. The customer then examined his syringe and noted the needle had retracted properly.